Event description:
A malfunction notification was reported to have occurred, specifically a malfunction 16 field correction notice. There was no reported adverse impact to the customer's blood glucose level. The resolution involved cts replacing the pump, and arrangements were made for the return of the malfunctioning device.